Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a "primary alarm failed" error occurred during preventive maintenance (pm). It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that 1102 "primary alarm failed" error occurred during preventive maintenance (pm). The rse discussed how to troubleshoot the device with the bme which included listening for audible sound from the speakers, verifying that the speakers connected, verifying that the braided wires are not touching the speaker housing, verifying that the resistance of each speaker is 6.8 to 9.2 o, replacing speaker #1 (motor controller (mc) printed circuit board assembly (pcba)), replacing speaker #2 (power management (pm) pcba), and replacing the central processing unit (cpu) pcba. Investigation is ongoing.